Event description:
Caller reported device beeping and displaying non-error code (displayed a and 1, along with other numbers).caller indicated that pt was wearing the device while involved in serious car accident. Caller did not make any allegation against the device or any products, just wanted to get the device to stop beeping.